Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male patient had a burn/rash under the back therapy electrode pads. The patient's skin was itchy, raw and sore. The patient applied medical treatment cream to the rash. Follow - up indicated that the patient's doctor prescribed a cream and the rash cleared up completely.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.